Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the occlusion was due to blockage in the cartridge. The customer replaced the cartridge and resumed insulin therapy. Customer's blood glucose was 441 mg/dl.